Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A wire guide couldn't been pass into a zepdf-7-8. The user selected preliminary device of same rpn (unknown lot#) to complete the procedure. No health hazard. The user's comment: is it correct to extent the pigtail by hand. [Additional information]: for all complaints: 1 for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact when the user made zepdf-7-8 passed over a placed wire guide. 2 what was the target location for the stent? 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Olympus/visiglide0.025. 5 was the wire guide lubricated prior to use? 6 was the device at the centre of the complaint inspected for damage prior to use? Yes. 7 was the wire guide inspected for damage prior to use? 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? 11 if not with the device in question, how was the procedure finished? Already stated in patient/event info tab. 12 did the patient require any additional procedures as a result of this event? 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? 16 was a straightener used to straighten the stent? No. 17 (if any damages were confirmed prior to use)was the package damaged?

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zepdf-7-8 device of lot number c1959143 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. This files captures the use of an incorrect size wire guide used on the device which has been attributed to user error. This file is related to (B)(4) (emdr ref.- 3001845648-2023-00193) which captures the use of an incorrect size wire guide used with replacement device. The device related to this occurrence underwent a laboratory evaluation on the 01 march 2023. On evaluation of the device two kinks are observed on the 2nd and 4th port holes on the pigtail. The pigtail straightener was not returned. The 0.035-inch wire guide will not pass the kink on the stent. Documents review prior to distribution all zepdf-7-8 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zepdf-7-8 of lot number c1959143 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1959143. The instructions for use which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ it should be noted that the instructions for use states the following: ¿refer to package label for minimum channel size required for this device¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.